Manufacturer narrative:
No button error alarm. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the down button was unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be replaced and will be returned for analysis.